Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative an open skin closure, the suture did not absorb as usual. The device was removed by the surgeons to resolve the issue. There was no patient injury.